Manufacturer narrative:
(B)(4). Device lot number: the lo# was either 1556057 with expiration date 9/25/2015 and manufacturing date of 9/26/2012 or 15518231 with expiration date 9/8/2015 and manufacturing date of 9/10/2012. It was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown, and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The 90% lesion being treated was located in a basilic venous graft in the right brachial artery. Angioplasty was performed using an 8.0x40mm, 75cm gladiator balloon catheter. Post intervention stenosis was 40%. A 12x4mm non-bsc stent was implanted. This stent fractured upon "dilation of the waist inside the stent due to noncompliance of the lesion." A 12x40mm gladiator balloon was inflated and ruptured within the stent. A second stent was deployed inside the fractured stent. The gladiator balloon was successfully removed intact, and the procedure was completed. No complications were reported and the patient is in stable condition.